Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported an impella cp in 81-year-old male patient for mechanical circulatory support. It was reported that while on support, the impella was lowered to p7 to break suction. There was ongoing suction at p8 with no level changes noted. Patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.